Manufacturer narrative:
E1: reporting address line 1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a high tidal volume alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A field service engineer (fse) went to the customer site and evaluated the device. The fse determined that the data acquisition (da) printed circuit board assembly (pcba) needed to be replaced. The fse replaced the da pcba and then completed a performance verification test (pvt), which the device passed. The device was determined to meet the specifications for the performed service and was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.